Manufacturer narrative:
Unit received and placed unit under microscope and found contamination/moisture damage inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble association/accuracy test due to the contamination damage. The customer complaint of charging and not communicating anomalies could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the transmitter does not seem to charge properly. Customer inserted two sensors and it connected but after 5 mins of selecting start new sensor it will lose the signal and would not work. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884l, mmt-7040a, mmt-7715. Troubleshooting was partially performed. Customer called with questions or concerns with charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger led light is flashing green and has not been used for more than 1 year. Advised charger is working properly and transmitter is charging. Confirmed transmitter serial number is programmed in pump. Transmitter is not damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and the customer response was that the device will be returned. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-7715.